Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported patient underwent a right hip revision procedure on (B)(6) 2011 and a left hip arthroplasty on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04967 / 04970).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported patient underwent a right hip revision procedure on (B)(6) 2011 and a left hip arthroplasty on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, metal poisoning, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed left hip revision on (B)(6) 2014 was due to a loose stem. The patient's operative report noted brownish fluid and the loose stem. The head, stem and taper adapter were removed and replaced. Additional information received in patient medical records revealed the right hip revision on (B)(6) 2011 was due to pain, fracture of the cement mantle, and possible metallosis. The patient's operative report noted reactive tissue consistent with metallosis, and the loose stem. The head, stem and taper adapter were removed and replaced.